Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake, the watertight integrity of the distal cover is not maintained, and the video connector case has a crack. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparo-thoraco videoscope had no image output during setup and inspection for use before the patient was in the room. There were no reports of patient involvement.